Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a crack in the blue luer adapter was confirmed and the cause was likely manufacturing related. A longitudinal crack was observed throughout the length of the adapter. The damage likely occurred during the manufacturing process when the part is transferred to a conveyer via a gripper system. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autoguard winged catheter cracked. The following information was provided by the initial reporter: customer states that they have 2 IV needles that are cracked at the bottom of the catheter and they leaked blood. There was no patient harm. They do have 1 of the needles to return but it has blood on it so they would need a biohazard kit to return it.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.